Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, diffused target lesion was located in the severely calcified middle to distal end of the right coronary artery. Following pre-dilatation, a 3.00x38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion even after several attempts. When the device was removed, the stent struts were found to be lifted. The procedure was completed using a different device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: an f/g,promus element plus,mr,ous 3.00x38mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage with first three proximal struts bunched distally. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 95% stenosed, diffused target lesion was located in the severely calcified middle to distal end of the right coronary artery. Following pre-dilatation, a 3.00x38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion even after several attempts. When the device was removed, the stent struts were found to be lifted. The procedure was completed using a different device. There were no patient complications reported and the patient was stable.